Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in-clinic for follow-up, post sensed t wave oversensing was observed on a stored egm. Programming changes were recommended.